Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-03527 and 1627487-2012-03528. The pt received 4 scs leads, 2 with different lot numbers and 2 with the same lot number. It was reported, the pt is not receiving effective stimulation. A sjm rep was unable to resolve the issue with reprogramming. X-rays showed 2 of the scs leads have migrated. A sjm was unable to gain effective stimulation with a second reprogramming. The physician plans on taking surgical intervention to resolve the issue. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.